Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cable became unscrewed from scope. Probable root cause: scope, scope / adapter, use error. The device manufacture date is not known. Gtin:(B)(4).

Event description:
It was reported that the fiber optic cable became unscrewed from the scope, leading to a potential burn. Procedure was completed successfully, as no one was burned.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the fiber optic cable became unscrewed from the scope, leading to a potential burn. Procedure was completed successfully, as no one was burned.